Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows: " initial inr = 4.8; re-test inr= 6.8. Caregiver concerned because first result inr 4.8 was above therapeutic range 2-3, so he retested and got inr 6.8.